Event description:
It was reported, that a normed generic trauma device was implanted on the ankle on an unk date. The device broke about 8 months after implantation. It was also reported, that the nonunion of the fracture is considered as cause of the breakage. The leg is amputated. It was an infected pseudarthrosis in a dialysis pt.

Manufacturer narrative:
The MFR did not receive devices for review. One x-ray was received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).